Event description:
It was reported that during the implant procedure, the ventricular lead exhibited high impedance and unacceptable threshold. The lead was not in contact with the cardiac tissue. The lead was not implanted and a new lead was used.